Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced sensor anomalies. The customer's blood glucose was unknown at the time of incident. Customer states the communication was never established with the current sensor. Advised to remove sensor and check for bent sensor found, there is no cannula. It was stated that the customer's skin was raised. Advised to feel for the cannula; the customer did not feel the cannula inside the skin. The customer also had blood at site. It was advised to change the sensor. The sensor will be returned for product analysis.